Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was slower and louder during rewind. The motor sounded labored. The buttons were less responsive and harder to press. They received unexplained no delivery alerts not due to site issues. Customer's blood glucose level was not reported. The device was not returned.